Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that high and undefined impedance was noted on the right ventricular (rv) lead. An incomplete lead fracture was observed around the subclavian vein. It was also reported that lead pacing failure occurred at times. The lead was capped and replaced. No patient complications have been reported as a result of this event.